Event description:
Connection issues during the implant attempt were reported. The physician indicated that the guidelines were followed by ensuring that the screwdriver was perpendicular to the header block. Another device was subsequently implanted instead.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.